Manufacturer narrative:
Per comp (B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, weight, activity level and medical history, when did the pain start, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing record has been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the reported pain could not be determined and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head due to pain after approximately 2 years and 7 months. It was believed that the metafix stem was loose and thus a revision scheduled. Stem was not identified as loose intra-op at the revision and thus the head was changed and patient closed.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, weight, activity level and medical history, when did the pain start, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head due to pain after approximately 2 years and 7 months. It was believed that the metafix stem was loose and thus a revision scheduled. Stem was not identified as loose intra-op at the revision and thus the head was changed and patient closed.